Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred in 2017. Explant date: 2017.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.